Event description:
During an in clinic follow up, episodes of oversensing due noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. No further intervention has been performed. The patient was stable and will continue to be monitored.